Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image on monitor, white residue in air-water channel and cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of no image and scope communication error (e216) is traced to electronic component failure. The most probable cause of white residue in air-water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a scope communication error (e216) was displayed during setup involving an olympus colonovideoscope. There was no patient injury reported.